Event description:
Additional information was received that since the time of implant the patient received multiple appropriate shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0180 lead; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the device displayed early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The device met 80% of the expected longevity. Without the history of the programmed settings through its service life, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.